Event description:
A customer reported encountering an error with their cgm, indicated by error 42. Despite the occurrence, no adverse impact on the customer's blood glucose level was reported. Technical support provided guidance for resetting the pump, which resolved the issue as the cgm error did not reappear. The customer successfully started their sensor session afterward. Additionally, the customer expressed interest in the renewal process, prompting the creation of a task for the renewals team to further assist with insurance documentation.